Event description:
Philips received a complaint on the xper flex cardio medical equipment indicating that the ECG curve was not smooth, pixelated and squared off. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The rse recommend a power drain of the device, and re-moved\re-installed exper-flex-cardio.msi and pushed a software update to the device. The rse also asked customer to shutdown all stations, then restart, and also check to see if patient had pacemaker. The customer performed a power drain of the device. Per customer, the waveforms seem to be normal now and the device is acting normally as well. Based on the information available and the testing conducted, the cause of the reported problem was undetermined. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.